Event description:
The customer observed discrepant patient results with the architect cea assay for one patient sample. The customer provided the following data: initial value: 5.6 ng/ml, retest: 3.3 and 3.0 ng/ml, respectively. The customer was asked to perform troubleshooting and maintenance procedures. The customer changed lots of reaction vessels (rv's) and began to observe error code 1007 (unable to process test, activated read failure). The customer agreed to change the lot of rv's and monitor the performance. The error code issue and discrepant patient results was resolved with a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a meniscal repair, the second implant would not deploy/advance from the trocar. This happened twice, first with the initial device and then with the back-up device. The surgeon converted to a menisectomy; the case was completed successfully. Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.